Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) failed pm and needs safety disc.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported on the preventive maintenance schedule, safety disk of the cs100 intra-aortic balloon pump was due for replacement and no malfunction was identified. Therefore, it is not a valid complaint and is not considered a serious incident.